Event description:
It was reported that the radiofrequency programmer head originally returned with no information tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head was out of specification on uplink functional tests and it was noted that the cable needed to be replaced to resolve. It was further determined that the label was missing the backing and the magnet was damaged. The head was to be sent on for repair. (B)(4).